Event description:
It was reported that a continuous glucose monitoring error occurred on the pump display while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a complete pump reset, performed reset with guidance, confirmed error did not appear again, and then successfully started new sensor session.